Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the charging bays on the left (a&b) would not work, power supplies did not meet specification (low voltage), and the housing was worn. The assignable root cause was due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre and post-surgery, it was observed that the charger bays on the universal battery charger device turned off completely when the batteries were plugged into the last bay on the left. According to the report, the fans were not working but some portions of the device still worked. It was later reported that the device was not used in surgery and did not affect the outcome of the surgery. There was patient no involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.